Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05460. It was reported the patient has lost stimulation on her right side due to one of the lead tails being pulled out of the header of the ipg. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05460. Follow-up revealed the patient underwent an exploratory surgical procedure on (B)(6) 2015. During the procedure, one of the lead tails was found to have unspecified "body material" in it. In turn, the doctor cleaned the lead tail. Effective therapy was present post-op.